Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A 10010454-0006 sample was not available for investigation; furthermore the lot number of the complaint sample was also reported unknown. The feedback provided by the customer indicates leakage was detected from the smartsite component, additionally the customer indicated the smartsite was oval in shape. No further information was received to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. A definitive root cause for the customer's experience could not be determined in this instance; however previous investigations have confirmed the cause of the oval smartsite issue is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. A review of the customer feedback database indicates that there is no increased trend for oval smartsite valves, with only a small number of similar reports received in the last 12 months.

Event description:
It was reported while using bd alaris¿ lvp 20d low sorb ss 0.2m leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leaking smart site-reported again. Bd have already indicated that the issue exists due to a manufacturing fault with the smart site ¿resulting in it leaking.